Manufacturer narrative:
Submit date: 1/11/2018. An investigation is currently under way; upon completion the results will be forwarded. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer reported that the 4x4 gauze is fraying at the edges.

Manufacturer narrative:
One photographic sample and subsequently the actual product sample was received for analysis. After visually inspecting and examination of the returned sponges, it was confirmed that there is some fraying and raw edges on the sponges that were received. The returned product did not meet quality release specifications. The most likely root cause of this condition may occur during the slitting of the gauze into slit widths if the pinking blades were not sharp enough to have a clean cut that could have caught onto fibers giving the sponge a fraying appearance. Also fraying or raw edges can be caused by the way the gauze is folded causing the edges to peek though giving the appearance of fraying and fraying could also occur if the threads were snagged on a burr on the cross fold paddle and/or fingers during the folding process. A review of the device history record was not performed during this investigation as the lot number was not received with the complaint. All device history records are reviewed and approved by quality prior to release of product. Because there was no lot number, a date of manufacture could not be determined. There is no trend noted to escalate to a formal corrective/preventative action (CAPA) at this time. If information is provided in the future, a supplemental report will be issued.